Event description:
Boston scientific received information that post operative follow up noted that this left ventricular lead had increased pacing impedances and some measurements were out of range. At this time the left ventricular lead remains implanted, and normal follow ups had been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.